Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 08/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:45mg/dl (B)(6) 2015 09:25:00 am fasting:yes. Customers concern:48mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 08/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory 1:45mg/dl (B)(6) 2015 09:25:00 am fasting:yes. Customers concern:48mg/dl on (B)(6) 2015. No adverse event reported.